Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the cause of the patient's pump flipping/moving was due to the patient's weight fluctuations.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (2000 mcg/ml at 100mcg/day) via an implantable pump. It was reported that the patient had a pump that moved in the pocket and possibly flipped. When the physician attempted to position the pump, it was discovered that the distal end of the spinal segment was severed within the pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: ¿replaced the pump segment of catheter. Tacked down the pump in the pocket to secure it. Xray images taken during intra op procedure. The medicine dosage was reduced to reflect severed catheter and loss of therapy. Outcome: the issue was resolved. The patient medical history was not available due to legal/confidential reason. The patient was alive.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n204187004); product type: 0184-catheter; implant date (B)(6) 2009; explant date (B)(6) 2024 brand name ; product ID 8578 (lot: hg0dzeg10); product type: 0184-catheter; implant date (B)(6) 2016; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.